Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the negative pressure did not work properly. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Exit port was inspected to identify any damaged or occlusion and port was in good condition. Cap was connected to the port and it was in good condition, cap could be removed only by applying force and it did not detach easily. Y-connector ports were inspected to identify any damage or occlusion; ports were in good condition. All components are in in place and in good condition as well as the end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.